Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported low tidal volume alarm message. Patient involvement is unknown.

Manufacturer narrative:
Resolution and disposition: follow up attempts were made to obtain repair and patient information from the customer. If information is received, the complaint will be updated.